Manufacturer narrative:
Investigation is pending.

Event description:
Customer reported a potential false negative hcg results using the consult hcg urin/srm combo 5002- 25t pregnancy test in comparison to positive laboratory serum quantitative results. Results as follows: (B)(6). Last menstrual period: at least 6 months. Color/clarity of urine: (B)(6) 2015 yellow/clear. Specific gravity of urine: (B)(6) 2015=1.020; (B)(6) 2015 >1.030. Ph of urine: (B)(6) 2015=7; (B)(6) 2015=6.5. Protein: (B)(6) 2015=trance; (B)(6) 2015=negative. Internal controls: clear and present external controls: quantimetrics hcg controls were run on (B)(6) 2016; results were as expected. Kit storage: room temperature. Verify test procedure: as per package insert. Read time: 3 minutes with time used. Age of specimen and storage if applicable: fresh sample, specimen at room temp when tested? Yes. Pouch/canister opened just prior to testing? Yes. Any air bubbles in cassette or leakage? None. Urine not available to submit for investigation. There was no adverse patient sequela. There was no additional information provided.